Event description:
It was reported that leakage occurred at the adapter twice with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the syringe was leaking at the adapter. Did issue cause any injury? - no. Did customer require medical intervention? - no.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Corrective and preventative action, CAPA#1132752, was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred at the adapter twice with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the syringe was leaking at the adapter. Did issue cause any injury? - no. Did customer require medical intervention? - no.